Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump was received with a missing retainer ring. Unable to lock a test sc1-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: reservoir tube lip pushed inwards slightly, missing retainer ring, scratched keypad overlay, outermost layer of the keypad overlay peeling off, scratches all over the case. The pump was received without a battery cap. The pump was received with a flashing, mostly black display with cracks. Unable to perform the displacement, test due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. There are multiple visible cracks within the lcd screen however. Pcba2 was plugged into a known pcba1, and in this configuration, a flashing medtronic logo display appeared. Unable to obtain the software version and unable to upload history/trace files as a result of this. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. In summary, the customer¿s report of a crack in the lcd screen was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed . No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.